Manufacturer narrative:
Device packaging has not been returned for evaluation. Product no returned to manufacture.

Event description:
It was reported that dentist realized that implant blister was empty.

Manufacturer narrative:
The product associated with this complaint was not returned. The returned photograph shows the reported packaging. No relevant information can be determined from this image, as it cannot be verified if the product was opened, nor what the condition of the contents were upon opening. The complaint is therefore non-verifiable with the information provided. The device history record review for the implant was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated: date of this report. Date received by manufacturer. Added expiration date, (B)(4). Added device manufacture date.device evaluated by manufacturer: change no to yes. Added follow up type.added evaluation codes. Additional narrative.